Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported the infusion device display is cracked. Patient stated he first discovered the crack about a month ago; does not know how it happened. Patient reported moisture has gotten under the display window causing the screen to be cloudy with condensation. Patient stated sometimes he is unable to read the insulin amount displayed on the infusion device because of the condensation cloud. No adverse event reported. Requested return of the alleged infusion device for evaluation.